Manufacturer narrative:
(B)(4). Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that a clinical study control patient underwent an acdf procedure at level c6-c7. The following post-operative event was reported: ae#02 post op visit date-(B)(6) 2005, ae onset date: (B)(6) 2005; ae description: tightness in neck that builds-up over a couple of weeks and then seems to release. Medication: yes physical therapy: yes additional treatment: ultram <(>&<)> celebrex. Post op visit date-(B)(6) 2005, medication: yes, referred to specialist: yes, physical therapy: yes, other treatment: CT, strengthening bone scan, additional treatment: anti-inflammatories, CT scan, strengthening exercises. Referral to physiatry. Bone scan. Description: bone scan showed no uptake. CT no evidence of any other problems post op visit date-(B)(6) 2006, medication: yes, referred to specialist: yes, physical therapy: yes, injection: cervical facet, additional treatment: consult with doctor for possible medial branch block and ablation. Cervical facet injections @ c5-6 <(>&<)> c4-5. Pt <(>&<)> low velocity manipulative techniques. Mobic <(>&<)> vicodin description: still on flexeril 10mg tid and percocet 7.5mg 2-3x's day. Post op visit date-(B)(6) 2006, injection: depomedrol, additional treatment: depomedrol 40mg with 1% lidocaine 3cc <(>&<)> marcaine .25% 3cc into mid left trapezius muscle @ 2 tender areas. Injection date (B)(6) 2006. Description: continues to have pain <(>&<)> tenderness as of (B)(6) 2006. Post op visit date-(B)(6) 2006, medication: yes, referred to specialist: yes, additional treatment: (B)(6) 2006, medrol dose pak, naprosyn <(>&<)> soma. Started seeing a chiropractor. Description: continues to have cervical spine pain <(>&<)> stiffness in trapezius area. Chiropractic tx feels beneficial. Post op visit date-(B)(6) 2008, medication: yes, physical therapy: yes, other treatment: tens, CT (B)(6) 2007, MRI (B)(6) 2007, additional surgery: posterior fusion, additional surgery date: (B)(6) 2007, hospitalization: yes, additional treatment: (B)(6) 2006, medrol dosepak, naprosyn 500mg, soma 350mg, d/c flexeril, c6-7 posterior fusion with local bone, infuse, vertex instrumentation. Bone growth stimulator initiated on (B)(6) 2007. Description: (B)(6) 2007: apparent pseudoarthrosis at c6-7. There is clearly resorption of the graft and collapse of the disc space. (B)(6) 2008: solid fusion noted, but patient complains of burning pain with movement of head. Post op visit date-(B)(6) 2009 medication: yes ae outcome: pending description: patient continues to use percocet and soma daily. She is followed by physiatry. Ae#02 post op visit date-(B)(6) 2010 medication: yes other treatment: x-rays, soft collar additional treatment: neurontin 300mg 1 tid started (B)(6) 2009, d/c (B)(6) 2010 oxycontin 20mg bid started (B)(6) 2010. Pt wearing soft collar for comfort and support. Cspine xr (B)(6) 2010 show no acute abnormalities. Hardware intact. Description: pt noticed increased pain and locking up in (B)(6) 2009. Post op visit date-(B)(6) 2010 other treatment: hard collar additional treatment: pt rotates between soft and hard collar. Continued on same dosage of oxycontin, soma and percocet. Additional comments: pt. Recently approved for ssd.